Event description:
It was reported that the wake button was less responsive. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.